Event description:
I'm not sure if anything bad is going to happen, but I went into a chiropracter's office in order to get back adjusted and he hooked me up to a machine called "the zapper." I have never been into a chiropracter before so I had no idea why I was being hooked up to this machine. He said it was supposed to eliminate all the "parasites" out of my body. Anyway, I felt nothing and thought it was completely crap. Now, I feel completely out of it and kind of dizzy. I'm not sure what that machine does, but I don't think it's good.